Manufacturer narrative:
Correction to initial report: the device is not available for evaluation. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. A short-term loss of therapy for this patient class does not pose a significant health or safety risk. The bipap is not a life support device. The user manual cautions: if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider. A review of the manufacturer's complaint records indicates the alleged event is an isolated incident. Based on the information available, the manufacturer concludes no further action is necessary.

Event description:
It was alleged by an end user that she was hospitalized for respiratory insufficiency and hypercarbia as a result of her bi-level positive airway pressure (bipap) device causing an infection in her throat. The end user was hospitalized for six days, was discharged home, and has reported no further issues. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.